Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted. No additional information was available.

Manufacturer narrative:
Analysis confirmed the reported backup vvi mode. Product code was corrupted and device information could not be retrieved to determine the cause of the transient nmi. Analysis performed after reloading product code did not find any anomaly other than voltage being at eri. This was considered normal battery depletion.